Manufacturer narrative:
Findings: unit received with cracked and bleeding glass on lcd board. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 120 mg/dl. The customer stated that the screen on pump is cracked. The customer stated that he dropped the pump from waits height. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.